Event description:
It was reported that the user experienced difficulty connecting a dexcom g7 sensor to the ilet during travel, with repeated unsuccessful pairing attempts prior to departure and while away. Outcomes included absence of cgm readings on the ilet and transition to backup insulin therapy, with no reported clinical symptoms or need for medical intervention. Investigation included review of the user¿s report and assessment of the circumstances surrounding the connectivity attempts. Investigation of this case did not identify a malfunction of the ilet device and indicated that the pairing failure was consistent with situational factors encountered during travel rather than a confirmed device or component failure. The user appropriately reverted to backup therapy when connection could not be established.